Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacture representative (rep) regarding a patient who had an implantable neurostimulator (ins). It was reported by rep that they used 2 different smart programmers and couldn't connect to the implant to test impedance. Rep then used their 8840 to test impedance at 2volts and 300pw and indicated that half of the test had impedance of greater than 4k ohms. During call, it was recommend testing at 2 volts and 360pw. Initially test stopped for moment and then eventually finished with impedance of 1252-1889 range. Rep wanted to replace the implant due to not being able to connect to it with smart programmer and due to connection issue with 8840. Rep said or light were off and fluoroscopy was off as well, and that there wasn't anything else in the room that would interfere. It was further reviewed with rep that interference was likely temporary in the or, but that it was up to healthcare professional (hcp) to decide if they wanted another ins. Rep did try using smart programmer to connect to ins while on the call, however connection was not successful. Then on (B)(6) 2019, they also mentioned that they were notified of the revision case on (B)(6) 2019. They did end up keeping the 3058 ((B)(4)) that was giving them difficulty in the or with the smart programmers. They ended up getting the impedances to clear with an 8840, and once the patient was in recovery, the smart programmer did work and synced with the 3058. There clearly was something in the or that was causing the interference. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the rep. They reported that they had reviewed it several times and they had nothing more to add to event. No further complications were reported or anticipated.